Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced loss of consciousness on (B)(6) 2024 around 06:00 am, and according to the husband, the cgm reading would have been inaccurate at that time. No specific cgm reading was known, and no alarm was heard for a low reading according to the husband. It was understood that the patient experienced a hypoglycemic event, but the husband did not provide any treatment and called the paramedics. When the paramedics took a fingerstick the cgm was reading 4.2 mmol/l and the blood glucose reading was 13.5 mmol/l. According to the husband no treatment was given by the paramedics, and the patient was brought to the hospital. At the hospital, the patient was treated with intravenous insulin. When a new fingerstick was taken, the blood glucose reading was 11.5 mmol/l. The patient was discharged after being in the hospital for 30 minutes. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.